Event description:
It was reported that the patient was experiencing pain in the neck and chest when swiping the magnet. The device's settings were lowered due to the painful stimulation. It was reported that this did not resolve the pain which persisted after adjustment, and the patient was referred for surgery for the painful stimulation and discomfort. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that this patient received a generator replacement due to a chest revision. Per the surgeon, reconstruction was performed due to the patient¿s weight loss. The old generator was placed more superficial as the patient¿s weight loss was causing movement and pain, and therefore the replacement generator was placed and secured a little deeper. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The explanted generator was received for product analysis. The generator underwent product analysis and the proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored and results showed no signs of variation in the pulse generator¿s output signal. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.